Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure on (B)(6) 2013, to treat the mid left anterior descending artery, a perforation occurred which required the use of a graftmaster stent. The 3.0 x 26 mm graftmaster stent was deployed and the perforation was sealed; however, the patient died on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of death is a known adverse event as listed in the graft master otw instruction for use. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.